Event description:
It was reported that the patient passed away due to sepsis. The patient remained hospitalized for pneumonia treatment post the implant and was being treated with antibiotics. The patient passed away due to septic shock on (B)(6) 2025. The death was not considered to be device or therapy related and the device operated as expected before the patient had the septic shock. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.